Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin broke off and the ins recharger (insr) quit working because it would not charge. The patient was feeling pain in their legs because they had not used the stimulation due to not being able to charge the ins. A new desktop charger was sent to the patient. No further compilations were reported.

Manufacturer narrative:
After review fdc code (B)(4) applies to the desktop charger ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that the cable assembly connector pins were broken. If information is provided in the future, a supplemental report will be issued.